Event description:
Following a diagnostic cerebral angiogram and wada procedure, a patient became combative and moved her legs (bending them at the groin). A decision was made to deploy an angio-seal device at the site of the arterial puncture. Within ten minutes of deployment the patient complained of pain rediating from her groin to her toes on the right side. The right foot appeared to be blanched and was cold to the touch. No pedal pulses were detectable, therefore the patient underwent a doppler study which confirmed poor flow. The patient was taken to the operating room where the angio-seal and thrombosis were removed. A gore-tex patch was applied and flow was re-established.